Event description:
On (B)(6) 2009, the patient was implanted with an scs system. On (B)(6) 2010, the patient reported falling and subsequently lost stimulation. The doctor ordered an x-ray which revealed that the lead may have disconnected from the ipg. The sales representative met with the patient and observed invalid impedance on several contacts. When the doctor removed the ipg and checked for impedance, all contacts were normal. When the ipg was connected again, the readings were invalid. The doctor decided to re-implant the ipg. The sales representative later reprogrammed the patient using only the valid contacts. The patient reported being able to feel the stimulation in the desired areas.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.